Event description:
The device was returned for service. Upon eval, it was found to run without user activation. There was no pt involvement and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Upon eval, corrosion was found on the motor and press plug. Corrosion on such component can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.